Event description:
The customer reports a heater failure error message (htr fail) with a prior "temp too high" message generated on a tdxflx analyzer. The customer powered the analyzer off and then back on. The customer saw visible smoke coming from the analyzer and immediately powered the analyzer back off. There were no injuries or damage to the surrounding lab environment reported. A service call was requested.

Manufacturer narrative:
A temperature too high message was generated on the tdxflx instrument, followed by a heater fail message. An abbott field service representative (fsr) visited the customer site to inspect the instrument. The fsr found that the reagent display board was damaged, showing evidence of burning/charring of a resistor in the center of the board. The fsr installed a new board to resolve the issue. The tdxflx system operations manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of this evaluation and the information from the customer site, a product malfunction was not identified. The issue was addressed through standard troubleshooting procedures. Patient problem code: no patient involvement; smoking.(B)(4).